Event description:
Plaintiff alleges being diagnosed as suffering from a type I latex allergy and has consequently developed a life threatening immediate hypersensitivity to latex as a result of her exposure to the latex gloves. Further alleges that as a direct and proximate result of this, she has and will continue to suffer severe pain and suffering, has incurred and will in the future incur expenses for medical care and treatment and will suffer wage loss. Plaintiff's spouse alleges suffering the loss of support, services and companionship of his wife.